Event description:
It was reported that following centrifugation of vitaprep the nurse met resistance with the plunger in an attempt to remove excess air. The nurse attempted to pull the plunger further out to break the pressure and was not successful. Due to plunger resistance when the nurse applied pressure plasma ejected from the syringe hitting the ceiling, in total 1.5 ml of fluid was ejected.

Manufacturer narrative:
The device lot number could not be identified because it was discarded following the procedure. After conversation with the sales rep it was determined the device came from three possible lots. All device history files for the three lots were reviewed and no anomalies or nonconformances were identified. Furthermore this was one of two issues of this nature identified with the device. A detailed eval was performed by research and product development. It was identified there was little difference in the load required to start movement of the plunger in all three lots. The syringe barrel has a ridge called a detent, this is there to prevent the plunger from being completely pulled out. If the plunger has been forced past this detent the load to move the plunger increases 7.8 times. Such an increase could result in enough force to eject the air and plasma out at a high speed. This possible root cause could not be confirmed since the device was not sent in for eval.